Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information received; update information was received which indicated that this is not a reportable event. Product 24191 profile biabut 4.0 -ø5.5 is the concomitant product for case(B)(4). Please send an update to the FDA to disregard this report. This follow up report is to correct this event to a non-reportable. This report was submitted in error. Please disregard the initial report. Device received for this event is being corrected from profile biabut 4.0 -ø5.5 catalog #24191 to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.